Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the customer was hospitalized but not related to diabetes and reservoir cap was messed up. The customer¿s blood glucose level was unknown at the time of the incident. Customer state that was not able to lock in place. The insulin pump will be returned for analysis.